Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp. The unit had a screaming alarm that would go off even when unit was not on. To fix the issue, the fse followed the service manual instructions on replacement parts for the error codes involved, but the problem was not fully resolved until the entire display and coiled cable assembly were replaced. Touchscreen calibration would not work after display and generator board was replaced, but that was resolved with new display assembly. Parts replaced included top level display coiled cord assembly, solenoid control board, display mount, o-ring, grommet, bezel display labe, male luer plug, display monitor to video gen board kit, and the display replacement instructions. All functional and safety checks were performed to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted when this information is provided to us.

Event description:
N/a.

Event description:
It was reported that while turned off and stored in a closet, the cardiosave intra-aortic balloon pump (iabp) alarmed and malfunctioned. There was no patient involved and no adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: g1 (contact person ¿ mfg site), h6 (health effect ¿ impact codes).

Manufacturer narrative:
Type of investigation not yet determined. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) alarmed and malfunctioned. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.